Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on october 15, 2019. A sample was not received for the investigation. Without a sample we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue. The reported affected component is produced by an external supplier and our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate the reported condition. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the device was placed on june 22, 2023 and externalization occurred due to a micro-hole in the cuff on july 12, 2023.